Event description:
Received covid 19 home test kits that were actually expired and also short life, and concern is that consumers do not know if test kits are extended on their expiration without actually calling and questioning as there was not information received (stickers or a paper explaining this to consumer, otherwise some people may throw them away because they are expired and do not know they the expiration is extended. And there should information included in the package stating that expiration is being extended. Lot# 221co20121, exp: 7/20/2022 (before it was even being packed to shipped) lot# 222co20222, exp 8/21/2022. FDA safety report ID# (B)(4).